Event description:
Pt reported that immediately after injection in the right cheek with juvederm voluma xc, they experienced "anaphylaxis", "warmth and tingling", in the arms and chest, "heaviness" and difficulty breathing. Pt was immediately taken to the ER, which provided "IV benadryl" and "steroids" as treatment. The following day, the pt was seen by a physician's assistant at an allergist's office who diagnosed their symptoms as a "severe allergic reaction". "Oral benadryl", "methylprednisolone" and "prednisone" were provided as treatment. Pt has a history of anaphylaxis. Follow up with the presiding allergist obtained the additional description of the symptoms as "anaphylactic reaction", or an "anxiety attack".

Manufacturer narrative:
Further info from the healthcare professional regarding event, product, or pt details has been requested. No additional info is available at this time. The event of "anaphylaxis," warmth and tingling", "heaviness", "difficulty breathing", "severe allergic reaction" and "anxiety attack" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: contraindications. Juvederm voluma xc is contraindicated for pts with severe allergies manifested by a history of anaphylaxis or history or presence of multiple severe allergies.